Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding hemorrhage/ bleeding, there was oozing at insertion site and the root cause is determined to be use issue because the bleeding was resolved by matching the angle. Pertaining to the hematuria, the root cause of the injury was unable to be determined as insufficient clinical details were provided, and no product was returned for analysis. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.

Manufacturer narrative:
A.4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system, section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ bleeding is being coded for the stoppage of systemic heparin due to supratherapeutic anti-factor level.

Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was hypotensive with a 100% left anterior descending artery (lad) blockage. An impella cp was placed for mechanical circulatory support (mcs), and the lad was stented. Post impella implant pedal pulses were present and the access site dressing was clean, dry and intact. The patient was transferred to the unit on impella mcs. The following morning, however, the patient was noted to have oozing and hemolysis complications which were described as oozing at the insertion site and rather, hematuria was present. Epinephrine and lidocaine were injected into groin site after the femstop was removed. No hematoma was present. The access site was managed. The nurse fixed the angle of insertion and was stable. It was noted that the team would continue to intervene with an additional suture if needed. Regarding the hematuria, the impella was repositioned at bedside under echocardiogram this day in the morning. The final position was 3.8 centimeters. Plasma-free hemoglobin was ordered to further assess the hematuria with plan to diurese and rest the patient. Additionally noted, systemic heparin was paused this day in the morning due to supratherapeutic anti-factor level. The following day no impella related issues were noted. The patient was successfully weaned, and the impella cp was explanted with a survived patient outcome the next day.